Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose and insulin pump had keypad anomaly. The customer blood glucose level was 23 mmol/l at the time of incident. It was unknown that auto mode feature was active or not at the time of event. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was moving with no input. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test noted. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No low battery alert noted during testing. Device received with scratched case, pillowing keypad overlay and endcap address label missing. The p-cap does lock properly. (B)(4).